Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 32 x 4.00mm rebel stent was advanced to treat the target lesion but failed to cross. The physician pulled out the device and noted that the stent struts were not tightly crimped on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.